Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced experiencing high blood glucose. Customer¿s blood glucose level was 540 mg/dl at time of incident, treated with insulin pump and another blood glucose level was 440 mg/dl. Customer reported that they feel okay to troubleshooting. Customer was using auto mode feature. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they had contacted their health care professional regarding the high blood glucose. Customer reported that the insulin exited at the quick release. Insulin pump had insulin flow block alarm, performed 5.0 unit fill cannula and insulin exited. Customer stated that the cannula did not bent. The insulin pump will not be returned for analysis.